Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome other. It was reported that the ins was coming out of the patient's body. The patient said she can hold it in her hand. The patient said it gets caught on door jambs and on spindles in chairs. The patient said she has not recharged or used the ins in 3-5 years. She could not recharge it because it is so close to her skin that recharging causes pain. The patient said when she got the implant it was originally closer to the skin than it should have been. The patient said the hcp said fat normally grows over the top of the ins, but in her case fat grew below the unit. At first it wasn't bad, but then it got worse. The patient said she noticed it about 4 years ago. The patient was directed to follow up with her hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient's ins was placed based on the patient's anatomy and did shift at some point and become ineffective. The battery was replaced with the current model and repositioned. The issue was resolved and no further complications are anticipated.